Event description:
The hospital reported that after the dissection portion of an endoscopic vein harvesting procedure, and when they were ready to do the final stab and grab at the groin, the hemopro scope washer tubing, that is attached to the c-ring, broke. Neither the scope washer tubing or the c-ring detached from the cannula. The device was removed from the leg, and no broken components needed to be retrieved from the patient's leg. The procedure was completed and there was no patient complications reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the c-ring scope washer tubing was broken (separated), but the c-ring was still attached to the c-ring slider wire. The c-ring slider wire was bent well beyond its normal curvature from manufacturing ,due to user technique during the final "stab and grab at the groin". The c-ring scope washer tubing appeared to have been crushed by the (cold) hemopro jaws during the user's manipulation of the tissue welder, during the procedure when the device was not energized. The reported failure was confirmed.